Event description:
I was replacing a dexcom g6 sensor and it did not fully dispatch from the applicator. The applicator would not come off of my body which rendered it useless. The lot number is 7357414, I think in the same lot of my last failed one which made me bleed until I took it off, exactly ten days ago. This means that I do not have a way to reliably test my blood sugar since I have not received a replacement for the first and have no extras. They also didn't want to replace my last one that was bleeding. This is getting out of control, and it is affecting peoples lives. Ref report: mw5171801.